Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled adhesive of the lighting lens could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the adhesive part of the lighting lens was found to be peeled off due to handling. In addition, service found there was a leakage due to holes in the bending section cover, there was play in the angulation knob due to wear of the angulation write, the adhesive on the bending section cover was chipped, there was backlash in the operation part, the suction cylinder was scraped, and there was water coverage on the electrical connector. Scratches were observed on the tip cover, the insertion tube, the control section, the switch box, the control section cover, the up/down knob, the up down angle fixing lever, the right/left knob, the grip, the universal cord, the scope connector side of the universal cord, the scope connector, and the right left angle fixing knob due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center for preventive maintenance with no alleged complaint. Upon inspection and testing of the returned device, it was observed the adhesive part of the lighting lens was peeled off. This report is being submitted for the malfunction found during device evaluation (adhesive peeling off). There was no patient or procedure involvement.